Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado catheter was returned for evaluation. A complete circumferential break was observed on the bond joint between the catheter and balloon near to the proximal end. No specific anomalies were noted during the visual evaluation. No functional testing was performed due to the condition of the device. All the anomalies observed under microscopic observations. Although the functional testing was not performed, a bond joint break was observed between the proximal end of the catheter and the balloon. Hence, the investigation is confirmed for the reported leak and identified bond joint break. During visual and microscopic observations, a bond joint break was observed which would have contributed to the reported leak, however the definitive root cause for the reported leak and identified bond joint break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, blood was allegedly returning into the inflation device upon negative pressure. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.